Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from 20-30 mg/dl. Reportedly, the customer had delivered multiple boluses prior to the lows. The customer's friend provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.